Event description:
It was reported that, "when the surgeon was opening a inner blister pack, he noticed a dent or a spalling on the stem. He implanted it without change because they have no spare stem."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.